Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2022 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023, the patient experienced stoma site pain and snotty drainage coming out of stoma site. The patient went to the emergency room in which a CT scan revealed an external infection. The patient was treated with unknown intravenous antibiotics and discharged home with oral penicillin. At the time of report, the stoma site infection with pain and snotty drainage improved.